Manufacturer narrative:
Taper type: rapidport ez strain relief. Medwatch sent to FDA on 05/25/2017. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Based on the serial number provided, the connecter type is rapidport ez strain relief. Device labeling addresses the reported event as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band ap system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the patient's lap-band system was reported to be "more hungry. Injection of 1 cc and withdrawal of 0 cc. Therefore breakage of tubing found". The port was removed and replaced.

Manufacturer narrative:
Supplement #1: medwatch sent to FDA on 08/09/2017. Device evaluation summary: a visual examination was performed on the received rapidport ez. The strain relief was noted to be missing from the tubing. Needle marks were noted on the port septum. A port leak test was performed, and no leakage was noted. A fill inspection test was performed, and no blockage was noted when colored di water was passed through the port septum and tubing. Under microscopic analysis, the port tubing was noted to have a surgical end cut, consistent with removal of the device.